Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles inside of the fill channel. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identify wear abrasion, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to deflation device were observed.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.